Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility through a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The contact reported that the entire case was 2mm inaccurate and as a result the site changed out the patient tracker and check the position of the patient then re-traced. After re-tracing there was still a small amount of inaccuracy. The delay in procedure was less than one hour and there was no impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the surgeon compensated for the inaccuracy and proceeded with the case.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.